Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's device and leads were explanted due to erosion of the device. It was also noted that the patient had chronic atrial fibrillation and a stable underlying rhythm. There were no further adverse patient effects reported.